Event description:
Acute hemolytic anemia likely from lvad obstruction. Initial presentationin the setting of lvad inflow obstruction dye to malpositioning (his bodyhabitus is a pre-disposing factor).